Event description:
It was reported that in (B) (6) 2009, 6 channels were hi. This pt has a cochlea-malformation. Therefore, a short-electrode was used. The pt was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.